Manufacturer narrative:
(B)(4) date sent: 2/23/2021 additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? The linx was placed in 2013. Our system does not have that data. What is the lot number of the linx device? We tried to obtain this information but the hospital no longer has those records. When using the linx sizing device what technique was used to determine the size? Colored beads. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Severe and refractory to dilation were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Hiatal hernia. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. What was the reason for removal of the linx device? Dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported the linx was explanted on (B)(6) 2021 due to dysphagia. The patient was dilated two times, and this did not resolve the issue. The device was implanted on (B)(6) 2013 for gerd.